Event description:
The penumbra system was being prepped for a stroke case. As the air filter was being attached to the pump, it was over tightened by the technician and the air filter broke off, leaving part of the air filter in the metal receiving nut. A new air filter could not be placed on the pump due to the inability to remove the previously placed broken air filter. The case could not be completed.

Manufacturer narrative:
The product was not returned for evaluation. The instructions for use for this device state that the filter should only be tightened to "finger tight."